Event description:
Reportedly, this valve was explanted after approximately a 1 month implant duration due to severe aortic insufficiency. Aortic endocarditis, prosthetic aortic dehiscence, and congestive heart failure.